Manufacturer narrative:
An investigation into returned parts with similar reported malfunctions was completed via a corrective and preventative action.

Manufacturer narrative:
Patient age and weight were not available from the site. Return requested. Replacement double process short clamp shipped to site 12/15/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report that, while in a spine procedure, the site's double process short clamp was damaged. The washer came off of the clamp when the surgeon was attempting to remove it. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 15 minutes. There was no impact on patient outcome.